Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction to the sensor adhesive. The sensor was inserted into the upper buttocks on (B)(6) 2016. The reaction was located on the on the upper buttocks under the sensor patch. The reaction was described as swollen, maceration, and looking infected with drainage that contained an odor. Affected area was treated with alcohol wipes, skin-tac, cavilon, tough pads, tegaderm, and flonase from over the counter. The patient's endocrinologist is aware of the skin reactions. Date of intervention is unknown. At time of contact the current condition of the patient was stable. No additional event or patient information was provided. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.